Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead and the right atrial (ra) lead exhibited over-sensed noise. The physician elected to perform a revision procedure to resolve the event. During the procedure, the rv lead was explanted and replaced with a new lead. The physician attempted to explant the ra lead, but due to the patient's fibrosis and tissue growth, the attempted removal of the ra lead resulted in dislodgement of the left ventricular (lv) lead. The physician subsequently was able to successfully implant a new ra and lv to successfully complete the procedure. It was confirmed that the ra and lv leads were competitor's products. The patient was stable with no additional adverse consequences. The rv lead was received for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead and the right atrial (ra) lead exhibited over-sensed noise. The physician elected to perform a revision procedure to resolve the event. During the procedure, the rv lead was explanted and replaced with a new lead. The physician attempted to explant the ra lead, but due to the patient's fibrosis and tissue growth, the attempted removal of the ra lead resulted in dislodgement of the left ventricular (lv) lead. The physician subsequently was able to successfully implant a new ra and lv to successfully complete the procedure. It is unknown if the ra and lv leads are boston scientific products at this time. The patient was stable with no additional adverse consequences. The rv lead is expected for analysis, but has not yet been received.